Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023 a 25-18mm amplatzer talisman pfo occluder was implanted in a patient. After 3 months in control transesophageal echocardiogram the physician has seen a septal leakage posterior / inferior. A further control is planned after 3 months again. No treatment provider. The patient remain in stable condition.

Manufacturer narrative:
An event of residual shunt was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.